Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles during filling process. Customer were advised to slowly push on the plunger of the reservoir to remove bubble but air bubble were not removed successfully. No harm requiring medical intervention was reported. The customer will continue to use the device.